Manufacturer narrative:
The device was reprogrammed to a lower rate limit of 70. All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was unintentionally programmed to a lower rate limit of 30. This was discovered as the patient's heart rate had dropped into the 40's after dialysis. No adverse patient effects were reported.